Manufacturer narrative:
J. Viveen, msc, et al. "Clinical and radiographic outcome of revision surgery of total elbow prosthesis: midterm results in 19 cases" j shoulder elbow surg (2017). Pg. 1-7. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Initial reporter - ante prkic, md; koen l.m. Koenraadt, phd; izaäk f. Kodde, md, phd; bertram the, md, phd; denise eygendaal, md, phd.

Event description:
It is reported in a journal article that one patient underwent a revision procedure due to failure of the ulnar component 41 months post-implantation. No further information available.